Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter tubing is confirmed; however, the exact cause is unknown. One photograph of a powerglide pro catheter and slider piece was returned for evaluation. An initial visual observation of the photograph showed the device outside of the patient with a portion of the catheter tubing missing. The catheter remained inside the slider piece. No details concerning the missing catheter tubing could be discerned from the photograph. Use residue was noted. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the device broke off in the patient. Midline during insertion the tip broke off in the basilic vein. Vascular surgery had to be consulted. Patient taken to surgery where the surgeon was able to remove the 4cm piece from the basilic vein. Patient discharge delayed by 48 hours due to the event.